Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive buttons. The customer stated they had removed the battery for a while and once they reinserted the battery, the insulin pump alarmed battery out limit. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had unresponsive button due to corroded esc, act and down button on the keypad trace. Unable to verify battery out limit alarm. The pump had minor scratches on the lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).